Event description:
It was reported that during an open roux-en-y, the stapler, upon pressing the release button in the back, would not open. The first attempt to pry open the stapler by pulling out the closing and firing levers failed. The 2nd attempt was successful, but the staple line had dehissed. A second instrument was opened and fired without incident. Had to close defect by oversewing. There was no patient consequence.